Event description:
Patient reported "recent diagnosis of breast implant¿associated anaplastic large cell lymphoma (bia-alcl)", "seroma build up around breast", "seroma mass". Patient also reported "chronic fatigue", "anxiety", "panic attacks", "depression", "pain", "anemia", "hypothyroidism", weight loss", which are considered not device related. This record is for the right side. Device has been explanted. Pathological marker alk- has been received. Pathological marker cd30+ has not been received. Hence the report of alcl has not been confirmed.

Manufacturer narrative:
Pathological marker alk- has been received. Pathological marker cd30+ has not been received. Hence the report of alcl has not been confirmed. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected.